Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: (B)(4). Device evaluation: product testing could not be performed because the product was returned as it was discarded. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one (01) additional investigation request (ir) for this production order number has been received. These reported complaint events are not related; therefore, no escalations are required. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye) on (B)(6) 2020. The lens was explanted (B)(6) 2020 due to complaints of patient had residual prescription and needs different power and replaced with a same model iol with a lower diopter. At explant the incision was enlarged and suture(s) were required. Through follow-up, additional information was received confirming no serious patient injury and no unplanned vitrectomy. Outcome post-lens exchange was reported as: good visual outcome. It was also reported the explanted lens was discarded. No additional information was provided.